Event description:
It was reported to boston scientific corp on dec 15, 2009 that a resolution clip device was used during a esophagogastroduodenoscopy procedure with upper gastrointestinal bleed performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not open completely. There was approximately a 30 second delay but it did not exacerbate the bleed. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that there was a kink in the coil near the handle. The clip was half deployed. The clip assembly was returned with the device and the clips were locked into the capsule. The yoke was still attached to the control wire, but it was able to be deployed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. (B)(4).

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. (B)(4) - (would not open). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a resolution clip device was used during a esophagogastroduodenoscopy procedure with upper gastrointestinal bleed performed on (B)(6), 2009 (male patient; (B)(6) and weight is unknown). According to the complainant, during the procedure, the clip would not open completely. There was approximately a 30 second delay but it did not exacerbate the bleed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.